Event description:
It was reported that the valve did not close to the indicated pressure at the time of surgery, which resulted in overdraining.

Manufacturer narrative:
(B) (4). The valve was patent, and passed leak and reflux testing. The valve did not close to the indicated pressure and did not meet established specifications for pressure-flow characteristics. The valve mechanism was noted to contain proteinaceous debris. Such debris may interfere with the valve membrane and affect flow rates. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.